Event description:
Health care professional (hcp) reported patient (pt) receiving hemodialysis on the baxter sps 1550 device. Ten minutes after the treatment ended, pt complained of not feeling well. Hcp palpated the blood pressure and noted it was 102/systolic. Hcp administered 100cc normal saline and placed patient in trendelenberg position. Hcp reported goal weight to be removed was 6.3 kg. Device has removed 2 kg above the goal weight programmed. Treatment parameters were as follows: blood flow rate 500 ml/minute, dialysate flow rate 700 ml/minute, length of treatment was 4 1/2 hours.